Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer could not confirm the customer comment of a screen malfunction, no fault was found, and the device passed functional tests. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the programmer had a touchscreen malfunction. The programmer was returned for service. There was no patient involvement.